Event description:
The patient reported elevated blood glucose levels while wearing the pod for 4¿24 hours. The patients¿ blood glucose levels were not reported. The pod was noted to be coming loose from the infusion site (lower back), causing the cannula to dislodge. As treatment, the patient administered insulin, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.5hardware: iphone15.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.